Manufacturer narrative:
The customer reported that the bsm (bedside monitor) is only showing one waveform. The customer discovered that two ECG trunk cables were defective. They replaced them with a third cable and were able to bring up the second wave form on the patient. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) is only showing one waveform.